Event description:
It was reported, that during the replacement procedure of this implantable pacemaker. Low out of range pacing impedance measurements and noise were observed on the right ventricular channel. Since this was during the pacemaker replacement, another one was implanted instead, along with a new lead. No further adverse patient effects were reported.

Event description:
It was reported that, during the replacement procedure of this implantable pacemaker, low out of range pacing impedance measurements and noise were observed on the right ventricular channel. Since this was during the pacemaker replacement, another one was implanted instead along with a new lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter last name.